Event description:
(B)(4). After getting essure implanted I have suffered lots of pelvic pain, heavy bleeding, clots, bloating ,dizziness, headaches, rashes, no sex drive. Have had many biopsies of uterine wall and a and c done. Hoping to have a hysterectomy and get my normal life back.